Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the groshong PICC or its manufacturing and packaging processes caused or contributed to the foreign material was inconclusive due to the sample condition. One 4 fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed and the two-piece connector was attached and secured to the catheter. The 4fr tubing extended 40.7cm from the distal end of the strain relief oversleeve. The printing on the extension leg tubing was worn. Residue was observed on the external surface of the connector. The strain relief sleeve and molded wings were slightly yellow in color. Returned with the PICC was a translucent blue ductile material that appeared to be a polymer with a rough texture on the external surface of the material. The translucent blue material did not match the blue stripe on the catheter or the blue compression ring within the connector. The blue stripe on the catheter and the blue compression ring within the connector exhibited a smooth surface finish and a different hue of blue. No material was missing from the catheter or the compression ring. The source of the material was unknown. Since the material did not resemble any part of the catheter and since the returned catheter exhibited evidence of use, the complaint was inconclusive. The condition of the returned catheter indicated that the catheter may have gone through multiple cycles of infusion and aspiration before the reported material was found. Microscopic visual observation was observed a small part of foreign material blue colored apparently a small polymer, is not clear determinate the origin from the material due to the poor sample condition and that this material did not match neither with the materials used for the catheter tube nor the compression ring, the cause for this complaint is inconclusive. A lot history review (lhr) of rear0829 showed no other similar product complaint(s) from this lot number.

Event description:
During the normal use of the patient with the catheter, a dot which was similar to the blue catheter material was drawn while the blood return was drawing, and the catheter was pulled out in fear of an accident.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rear0829 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during normal use of the catheter, a dot which was similar to the blue catheter material was drawn while the blood return was drawing. The catheter was pulled out in fear of an accident.